Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump alarmed for a motor error during the bolus delivery. The blood glucose reading was 346 mg/dl. She stated that the insulin pump had not been dropped or bumped but that the customer was wearing the insulin pump on a boat at a water park. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to clear the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.